Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was asymptomatic. Due to unknown battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved backup vvi.